Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835 lot# serial# (B)(4), product type: programmer, patient. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that, on (B)(6), the patient exhibited increased pain despite his pain being previously well-controlled. On the following day, fluoroscopy was performed and it appeared that the catheter was sluggish and partially occluded. In addition, initially, there had been difficulty with aspirating and injecting, though the occlusion was able to be corrected during the procedure. Five days later, the patient noted some improvement in pain for a short period following the catheter check; however, he later had a return of pain. At that time, a possible reocclusion of the catheter was considered. On (B)(6), surgical intervention was performed for the catheter occlusion. The catheter was trimmed at the spinal segment and was pinned back together. It was indicated that, as of that date, the event had resolved without sequela. It was noted that the severity of the event was considered moderate and the etiology was reportedly the lumbar portion of the catheter. The device system was used to deliver morphine and bupivacaine.